Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified calcification left superficial femoral artery(sfa). After crossing a non-bsc guide wire, a 4.0 x 20 mustang balloon catheter was advanced to dilate the lesion. However, on second inflation at 22 atmospheres for 40 seconds, the balloon ruptured. The procedure was completed with a coyote balloon catheter. No patient complications were reported.